Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis as it remains implanted. A review of the device history record was not performed as the device serial number was not available. Follow up attempts to obtain additional information is in progress. There are many factors that could result in the report of a failing bioprosthetic valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valve-in-valve intervention typically occurs because the original valve is not functioning optimally. In this case, the surgeon implanted a second bioprosthetic valve into an existing 21mm aortic pericardial valve in the aortic position due to aortic regurgitation and two leaflets that appeared to be fused. There was limited information regarding the condition of the device with the exception of the leaflets being fused. However, without return of the device we are unable to confirm the clinical comments or to investigate into the root cause for this event. Should new information is received, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
(B)(4)

Event description:
Edwards learned that the implant duration was approximately elevent years and five months.

Event description:
Edwards received information that a second device, 23mm bioprosthetic valve, was implanted in a 21mm aortic bioprosthetic valve using a valve-in-valve procedure. It was reported that transthoracic echocardiogram indicated patient had moderate to severe aortic insufficiency with an ejection fraction of 20%. The duration of the implant is unknown. During the procedure, it was observed that two leaflets of the bioprosthetic valve appeared to be fused. Post-deployment of transesophageal echocardiogram revealed no central aortic insufficiency or paravalvular leak. Patient was hemodynamically stable throughout the procedure. Patient was extubated and transferred to the cardiovascular intensive care unit in stable condition.

Event description:
Edwards received information that the operative report indicated that patient was diagnosed with aortic stenosis, coronary artery disease, and continuous atrial fibrillation. Coronary artery bypass graft x4 and epicardial micro-maze procedures were also performed.

Manufacturer narrative:
Stenosis. Additional manufacturer narrative: through follow up, it was confirmed that the hospital does not have information on the device's serial number and the implant date. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Without return of the device we are unable to confirm the clinical comments or to investigate into the root cause for this event.